Event description:
It was reported by repair work order that the head end lift was elevated and inoperable and stuck at mid height due to malfunction power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.